Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer noted that the monopolar curved scissors were dull. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on da vinci robot system for a latex cut test. The instrument did not cut cleanly through (B)(4) latex. Latex got snagged at scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting the cut performance. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.